Manufacturer narrative:
(B)(4).evaluation summary:the actual device was not returned, however a photograph of the device was available for evaluation. Visual inspection of the photograph revealed excess material on the corners of the seal. The cause of the excess material was determined to be a machine, in the manufacturing process, which left behind the material when the scrap edges were torn away. However, the excess material noted in the photograph would not have interfered the functionality of the device. Additional information:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom seam of a 500 ml eva bag was found to be split and uneven prior to compounding. The bag was not used and there was no patient involvement. Therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.